Event description:
At the mayo clinic an endoscopy was performed and the patient received an unknown intravenous antibiotic and another unknown intravenous medication.

Manufacturer narrative:
Reference record (B)(4).

Manufacturer narrative:
Reference record (B)(4). The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. An ulcer is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Duopa treatment began (B)(6) 2018. On (B)(6) 2020 it was reported the patient had a gastric bleed high in the large intestine and also diagnosed with a gastric ulcer near the internal fixation plate of the peg tube on (B)(6) 2020. The gastric bleed was stapled/sutured on (B)(6) 2020 and patient was discharged from the hospital on (B)(6) 2020. The patient was treated with intravenous normal saline, one pint of intravenous platelets, five pints of blood transfusions and proton-pump inhibitor pantoprazole. The wife reported the patient had the peg and j tube replaced at the time of the repair of the gastric bleed because the patient was due for a routine replacement within the next month and added the gastric bleed was not related to the tubing.